Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown the customer's address is unknown. (B)(6) has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a box of syringe 0.5ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that there was no expiration date on the self carton. Verbatim: pharmacist reported no expiration date on a box of insulin syringes. Trademark date of 2007 on product box. Advised that these syringes are expired. Lot # 0229991. Cat # 328466. Date of event: unknown. Samples: no.